Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While trying to make anterior chamfer cut the arm started to aggressively vibrate and bounce in between being caught in the haptics and out the haptics. Tka case delayed under 5 minutes. Additional information provided. As per mps, the mics that was used during this case was tested and the mics had a hall trigger failure. Update: per the mps, the mics continued to run at half speed while out of haptics.

Event description:
While trying to make anterior chamfer cut the arm started to aggressively vibrate and bounce in between being caught in the haptics and out the haptics. Tka case delayed under 5 minutes. Additional information provided: as per mps, the mics that was used during this case was tested and the mics had a hall trigger failure. Update: per the mps, the mics continued to run at half speed while out of haptics.

Manufacturer narrative:
Reported event: it was reported that the mics had low rpm and trigger sticking during the case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot k093a and 25 including 4201652 were accepted into final stock on 3/10/2017.no non conformance was identified during the process. Complaint history review: a review of complaints related to p/n 209063,prodex lot k093a shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.